Event description:
The consumer implanted for chronic low back pain and spinal pain reported via the manufacturer representative that they were noticing the stimulator get hot to the point they could feel a temperature difference at the stimulator location after having stimulation on for 48 hours straight. Patient would then turn stimulation off for 24 hours and then turn it back on. The patient did not have a time frame that it took for the stimulator pocket to go back to normal temperature. They thought it was getting progressively hotter over time. The top portion of the stimulator also appeared to be protruding more than the bottom of the stimulator. The patient did not have any weight loss or other concerns with recharging. There were no traumas or falls reported that could have been related to the issue. The event was not related to positional movement. Electrode impedances were within normal ranges. They were going to attempt to have the patient turn stimulation off for a couple of hours a day to avoid having to turn off for 24 hours due to the increased temperature. The patient was going to follow up with their physician for the warming of the stimulator and protruding stimulator that gradually started in (B)(6) 2016. They had an x-ray for the battery and follow up appointment scheduled for (B)(6) 2016.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient would have a pocket revision done on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.